Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -05.50 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the lens tore during delivery. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
B5 - reportedly "the patient was younger, so the doctor chose the 13.2 lens of -6.5 diopter as an over correction . Last visit check bcva was '20/1.2' and iop of '15'mmhg." Should be added to the initial MDR. Claim# (B)(4).